Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify what specifically was the problem with the interceed? The right under the abdominal wall was infected. Regarding the specific symptoms, no information. Was there preexisting infection and interceed was placed as a barrier ¿during unknown stomach surgery¿? On the right under the abdominal wall as a final treatment? No information. Does the surgeon believe that interceed contributed to the infection? No information. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown abdominal surgery on unknown date and the absorbable adhesive barrier was placed on the right under the abdominal wall as a final treatment. It was also reported that during unknown stomach surgery, it was found that the right under the abdominal wall was infected. No further information is available.